Event description:
The customer reported the unicel dxh 800 cellular analysis system was generating differential vote outs during start up. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/13/2015. The fse found that the stabilyse tubing was not properly attached to fitting 324 causing air gaps in the lyse line. The fse reattached the lyse line, which repaired the vote outs. The repairs were verified per established procedures. (B)(4).